Manufacturer narrative:
A 3x150mm 90cm saber percutaneous transluminal angioplasty (pta) catheter ruptured at two (2) atmospheres during inflation in a 100% occluded lesion in the right anterior tibial artery. Therefore, it was replaced with a new balloon catheter (non-cordis) of the same size and the procedure was completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness and calcification was unknown. An ipsilateral approach was made. A guidewire crossed the lesion and the saber pta catheter was delivered for inflation when it burst. The patient¿s information was unknown. There was no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio was 50%. A kaneka inflation device was used. The same indeflator was used successfully with other devices. The guidewire was a 0.014 cruise, asahi intecc. The sheath introducer was 4.5fr parent, medikit. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was in an acute bend at the origin of the anterior tibial artery. The maximum inflation device was 2 atm. The balloon catheter did not kink while being used. The balloon catheter was easily removed. The device was not returned for analysis. A device history record (DHR) review of lot 17586926 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (100% occluded lesion) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received that there was no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio was 50%. A ql2030/kaneka inflation device was used. The same indeflator was used successfully with other devices. The guidewire was a 0.014 cruise, asahi intecc. The sheath introducer was 4.5fr parent, medikit. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was in an acute bend at the origin of the anterior tibial artery. The maximum inflation device was 2 atm. The balloon catheter did not kink while being used. The balloon catheter was easily removed. The device was discarded by the hospital. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The initial report did not indicate the PMA# in error and this report was updated to reflect this information. Additionally, the following information: manufacturing telephone and fax numbers of cordis cashel are respectively, (B)(4) and (B)(4). Telephone number is: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 3 mm 15 cm 90 saber percutaneous transluminal angioplasty (pta) catheter ruptured at 2 atmospheres during inflation in a 100% occluded lesion in the right anterior tibial artery. Therefore, it was replaced with a new balloon catheter (non-cordis) of the same size and the procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The patient¿s vessel level of tortuousness and calcification was unknown. An ipsilateral approach was made. A guidewire crossed the lesion and the saber pta catheter was delivered for inflation when it burst. The patient¿s information was unknown.